Event description:
Facility reported multiple no disposable alarms; they stated they had a few last week, but were unsure of the volumes and there were 3 more this mornings with volumes of 75.1ml, 13ml and 7.2ml. No further information available.